Event description:
Issues with oversensing, high thresholds and a sudden decrease in r-wave amplitude. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).